Event description:
A customer reported the inability to prime a vented paclitaxel set. This event was noted prior to patient use/connection. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed.¿ if any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.